Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4):due to the ambiguity of the initial event description, a complaint was generated against the coaccess introducer set. However, follow-up information revealed that there was no alleged malfunction against the replacement introducer. Therefore, this event has been deemed non MDR-reportable.(B)(4)

Event description:
Additional information:the array was able to be fully retracted prior to withdrawal from the patient. Furthermore, the account was able to confirm that there was no alleged malfunction against the replacement coaccess introducer set.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00003 addresses the other device.it was reported to boston scientific corporation that a leveen coaccess electrode system and a coaccess introducer set were used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, after performing several compound burns in the patient's lung tumor, the array's tines became misshapen. The consultant tried a new introducer without success. It could not be determined what specific introducer issue occurred. The procedure was completed with another leveen coaccess electrode system.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.